Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during an in-hospital usage briefing session, the cardiosave intra-aortic balloon pump (iabp) unit's battery cannot be charged or the battery has run out of power. When the device was powered by battery, a shutdown occurred. The battery did not charge even when the ac power cord was connected.

Manufacturer narrative:
Additional information: event postal code: (B)(6). A getinge field service engineer (fse) was dispatched to the site to evaluate the unit. Fse stated that the battery was low when the device was started. When checked the device, the battery was charging without any problems, and a battery conditioning test was performed, but no deterioration was found. Due to the storage conditions, it seems that the battery was discharged because the ac power cord was not plugged in. A functional inspection was performed and no abnormalities were found, and the device is in good condition. The iabp was then released and cleared for clinical service.

Event description:
It was reported that during an in-hospital usage briefing session, the cardiosave intra-aortic balloon pump (iabp) unit's battery cannot be charged or the battery has run out of power. When the device was powered by battery, a shutdown occurred. The battery did not charge even when the ac power cord was connected. There was no patient involvement and no patient harm reported.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).